Manufacturer narrative:
The medical center returned some, but not all impella pump product, and the data logs. The data logs showed purge pressure alarms. Visual inspection of the returned sidearm revealed the presence of significant cracks on the yellow luer. The pump had sodium bicarbonate running in the purge. It was determined that the cause of the purge leak was sidearm luer damage. The failure mode will be monitored and trended. There is a CAPA open for the failure.

Event description:
The us complainant had an impella 5.5 support of 19 days when there was a purge sidearm leak. The leak was remedied by bypass placement. The purge had bicarb running at the time of leakage. The pump remained on for support and beyond indication, after the purge was bypassed. Reportable for the intervention needed. The family made the choice to withdraw care the following day.